Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6) . Batch: 5172575/5175339.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site, accompanied by swelling. Furthermore, the stimulation provided was inadequate. All device components were explanted and kept by the medical facility.